Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient notified the rep of the issue. The lead was cut and discarded. It was unknown when the patient stopped receiving therapy. No further complications were reported.

Manufacturer narrative:
Initial report was missing patient (B)(4). Updated to include symptom as well. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not receiving desired stimulation coverage. A x-ray had been performed and indicated that the surgical lead had migrated. The cause of the lead migration was unknown but the patient had communicated that they had shoveled snow in the winter, which may have caused it. On (B)(6)2018, an impedance check was performed in pre-op, which showed a couple high impedances. It was noted the lead that had migrated was not MRI compatible. The lead was replaced on (B)(6)2018 with a MRI compatible lead. It was noted there was scarring where the lead had been placed. An impedance check was performed in post-op and all impedances showed no abnormalities. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a x-ray had been performed and indicated that the surgical lead had migrated. The cause of the lead migration was unknown but the patient had communicated that they had shoveled snow in the winter, which may have caused it. On (B)(6) 2018, an impedance check was performed in pre-op, which showed a couple high impedances. It was noted the lead that had migrated was not MRI compatible. The lead was replaced on (B)(6) 2018 with a MRI compatible lead. It was noted there was scarring where the lead had been placed. An impedance check was performed in post-op and all impedances showed no abnormalities. No symptoms were reported. No further complications were reported or anticipated.